Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during the prime process. The patient's blood glucose at the time of incident was 222 mg/dl. The customer was able to clear the motor error alarm but insulin was still flowing through the tubing. The customer tried to prime the pump again and received a compromised force sensor system alarm; insulin continued to drip after the motor stopped. The customer did not recall any significant events leading to the motor error and force sensor issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to faulty force sensor. The insulin pump alarmed motor error due to prime alarm. The motor passed motor test. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.